Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving compounded baclofen with concentration 1000 mcg/ml at a dose rate of 160.1 mcg/day via an implantable pump for intractable spasticity. It was reported that they were unable to fill the pump and an x-ray showed the pump port was not facing the correct direction. The pump was flipped. In the operating room the pump was returned / placed in the correct position with the port up. Sutures in loops were used to secure the pump. The pump remained implanted and in-service. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. It was indicated that there were no known environmental/external/patient factors that may have led or contributed to the issue. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but would not be made available. It was indicated that the hcp had no further information regarding the event. No patient symptom was reported. No further patient complications have been reported as a result of this event.